Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v487997, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) just quit for some unknown reason and nobody knew the reason. The patient had a device before that they got in 2011 and for some unknown reason that device quit working and nobody knew what was going on. It was noted that the patient went without one for a little while to see if they really needed a replacement and used their medicines and decided it did work better than what they were using. The patient waited until (B)(6) 2014 for the replacement. It was reported that before the patient got the replacement the manufacturer representative was the one who told them the implant was not working and they were pretty sure it was in (B)(6) 2013 that they went in there. Additional information received reported that the manufacturer representative didn¿t remember anything about the patient¿s previous ins not working but did remember a couple of years ago the patient came in for reprogramming. Either electrode 0 or 1 showed abnormally low impedances and the manufacturer representative was able to program around it and the patient was doing fine. It was noted that the manufacturer representative had been in the patient¿s area in (B)(6) 2013. It was hard to know when the manufacturer representative first became aware of the low impedance reading because it was so long ago. It was reported that the reason for the low impedances had not been determined. The manufacturer representative didn¿t know if the ins depleted and was not aware that any issue had occurred with the ins. It was noted that there were individuals at the health care provider¿s(hcp¿s) office who programmed as well.